Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had low battery alert. Customer's blood glucose was unknown at the time of incident. It was reported that the battery lasted for only twenty-four hours. It was also reported that the customer could not complete troubleshooting the first time but called back again reporting that the issue persisted. During the second call, it was reported that the battery only last after two hours. There was no indication that the issue was resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump failed sleep current measurement test . Power graph analysis confirmed low battery alarms at the long trace history file and an abnormal loaded voltage at the power graph due to high resistance on the internal battery connector. After disconnecting and reconnecting the internal battery connector on electrical board , the pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage were within spec range. No unexpected low battery alarms noted during testing. Pump error alarmed during self test and confirmed in pump history file due to a broken trace keypad assembly. Insulin pump received with scratched case, cracked keypad overlay, faded serial number label, faded end cap address label, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.